Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the locking cap was cross threaded. It was impossible to tighten the locking cap onto the rod as the cap was inserted cross threaded, although the specific tool for that was used. The device was disposed of by the hospital, so we can not send back the article. On (B)(6) 2013, it was reported that the surgeon used another locking cap and it was successful. This occurrence had no influence on the length of the operation. Lot number of the cap is not available. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided.